Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The memory was full. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported that the stenoscop system would not acquire saved images. No patient injury was reported.